Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(6). (B)(4). Investigation results: one flexiva 200 tractip laser fiber was returned broken in two pieces. The first piece measured approximately 101.5 cm from the top of the connector to the break. The second piece measured approximately 214.5 cm from the break and includes the entire distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared slightly used. Examination under magnification confirms that the tip was slightly used. Visual inspection of the returned fiber noted burn marks on the fiber jacketing, likely a result of the fiber break occurring during use, resulting in a misfire. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 tractip laser fiber was used in a urinary stone lithotripsy procedure in the urinary tract performed on an unknown date. According to the complainant, during preparation, the aiming beam of the laser fiber disappeared. Therefore the usage of the device was discontinued. The procedure was completed with another flexiva 200 tractip laser fiber. There was no serious injury nor adverse patient effects as a result of this event. This event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken and evidence of misfire.